Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient was hospitalized (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. Length of hospitalization was for grester than 24 hours. Patient also faced symptoms like nausea, headache and vomiting. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-jan-2026 against lot number 6009359 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6009359 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2026 against "lot number" criteria equal 6009359 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaint is 6. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6009359 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine multivac 12 on 25-sep-2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j04000 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 22-sep-2024, with a total of (B)(4) units. The lot 4j04002 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 25-sep-2024, with a total of (B)(4) units. The lot 4j02992 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 19-sep-2024, with a total of (B)(4) units. The lot 4h00554 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 23-aug-2024, with a total of (B)(4) units. The lot 4j02656 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 13-sep-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 07/jun/2025. Wi - guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code no malfunction based on complaint information. Wi - guidance for functional testing 2 air leak test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code no malfunction based on complaint information. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009359 and related malfunction codes. Six complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.